Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency due to left hip pain. Upon review, it was revealed the patient had acute kidney injury (aki), elevated liver function tests (lft), (B)(6) infection, and septic shock. Arthrocentesis was performed to address the left hip pain and infection. Since vegetation was observed through imaging of the right ventricular lead, the right ventricular lead was explanted. The physician did not suggest that the infection was due to right ventricular lead or implant procedure. The right ventricular lead was explanted prophylactically. The patient was stable post procedure.